Event description:
Pt has baker grade ii capsular contracture on left side giving them more anterior projection, superiorly and medially first reported 2002. Bilateral implant exchange with left open capsulotomy one year later. Replaced with another brand. Replaced with 130cc larger implants.